Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, six (6) months post-implantation, the patient reported experiencing pain in groin, greater trochanteric, and buttocks as well as hair loss. The patient further reported a leg length discrepancy of 0.5cm which requires prescription of a shoe lift. Patient was recommended to undergo further imaging. No further details or intervention have been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown taperloc microplasty 7mm standard offset stem: catalog#ni, lot#ni; unknown biolox delta 36mm s head: catalog#ni, lot#ni; unknown plasmafit 50mm acetabular cup: catalog#ni, lot#ni; unknown screw: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: six (6) months following initial total hip arthroplasty, the patient reported pain in groin, greater trochanteric and buttocks. Bursitis in trochanteric left hip. No infection present. Patient reported leg length discrepancy of 0.5cm and prescribed a shoe lift. Patient also reported hair loss starting two weeks after left tha. Rom is within normal range. An MRI was taken and shows minimal bursitis, scarring and slight edema of subcutaneous fatty tissue in the surgical access area. It is recommended for patient to have a follow-up with surgeon and have a x-ray and MRI, pain may be attributed to bursitis, pain in buttock and lumbar, and groin pain could be inguinal hernia. Root cause was unable to be determined. From the provided information, it is noted the zb implants were used with a competitor product (acetabular shell). Per the IFU for involved devices and systems, only authorized combinations should be used. Additionally, there is a warning to not use in patients with suspected or confirmed metal sensitivity or allergy to the metals utilized in the manufacture of the subject devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.